Manufacturer narrative:
Correction to the initial MDR in blocks h6 impact code and h11. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was suspected to have migrated. Imaging was taken but result was not available. The patient underwent an early lead pull.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was suspected to have migrated. Imaging was taken but result was not available. The patient underwent an early lead pull.